Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13l12h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On and unknown date, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital in the same month as the onset. The patient recovered from the peritonitis. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.